Manufacturer narrative:
The patient's pump was exchanged due to infection on (B)(6) 2021 which is reported under MFR # 2916596-2021-03586. This report is capturing the onset of the patient's driveline infection on an unknown date. The date of onset and additional details surrounding the mentioned recurrent infection were requested but were not provided. Section b3: event date is estimated manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15oct2015. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient has a recurrent driveline (dl) infection. The patient complained of pain around the dl exit site, developed increased drainage, and a pseudomonas aeruginosa infection.